Event description:
Ibc (inflammatory breast cancer) from patient. Was getting a downstream occlusion error on cadd solis pump. Patient was able to troubleshoot on her own. Was able to clear and it happened again. At that time the patient used the same cassette and switched to her backup pump. Patient was able to resume medication delivery, and it is currently not having any issues. Serial number of malfunctioning pump is (B)(6). Pump tracking info not available. Photos were not provided. The is a continuous infusion. Set flow rate/volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional info available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Ongoing? Resolved.